Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. (B)(6) (son) is calling on behalf of the customer. The customer is concerned with tests results from meter to meter comparison of 170 mg/dl. The customer's expected blood glucose test result range is 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called on behalf of his mother stating that her meter has been reading her blood sugar levels too low when compared to his father's meter (which was unavailable). She had also went to a schedule doctor's appointment (also concerned with the meter's low readings) and had the meter compared to one of his device's and her meter read at 170 mg/dl and his at 375 mg/dl. She felt fine at the time of the call (asymptomatic). She had been properly storing supplies in the bedroom drawer at room temperature. She hadn't made any changes to her diet or medication (novolog-70/30). Her expected blood sugar levels should be < 150 mg/dl (fasting).